Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was contacted by outreach. Customer stated a problem occurred when she tested two sensors. Customer stated her blood glucose would be higher or lower then the continuous glucose monitoring. Since this event, she is not wearing a sensor. Customer stated she calibrates four to five times per day. Recommended to calibrate three to four time per day, advised more than four times will only confuse the sensor. She also mentioned having issues with low alerts. The blood glucose reading was 130mg/dl. Nothing further reported.